Manufacturer narrative:
Outcomes attributed to adverse event: in the initial MDR it was wrongly populated with required intervention but it should have been left blank. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. Scratches were observed on the lens. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and the doctor noticed the lens was scratched. Additional information was received and it was reported that the surgeon noticed the scratch under the microscope post implant. The surgeon didn't know if the scratch occurred during handling or if it was already present on the lens. The iol was removed and replaced with a back-up lens. No patient post-op injury. No incision enlargement, no vitrectomy performed.